Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 341 mg/dl. Reportedly, the suspected cause of the elevated bg level was unknown; however, the customer reported having a lot of stretch marks near the infusion site location. To address the bg level, the customer administered manual injections. System check was performed with tandem technical support and showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.